Event description:
A report was received that the patient was explained due to a hematoma in the epidural space. Patient's symptom's were numbness from the hips down and inability to breath. The patient is doing well after the explant.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-1110-02 serial#:(B)(4) description:precision implantable pulse generator (ipg) the explanted devices were not returned to bsn as they were discarded by the medical facility.